Event description:
Boston scientific received information that the left ventricle (lv) lead had loss of capture due to dislodgement. The lead was abandoned as the physician was unable to resite the lead. Additional information received that the patient had a hematoma because the nurse had pushed hard on the device site. This had caused considerable pain to the patient and dislodgement of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.